Event description:
The user facility reported a 56-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported a 56-year-old male in an acute myocardial infarction / cardiogenic shock (ami/cgs) was implanted with an impella 5.5 device for mechanical circulatory support. During imeplla support, the automated impella controller (aic) showed a ¿red alarm with controller failure¿. The pump was not explanted as a result and there was no secondary intervention required. The patient is still on support.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.